Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs2791 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line had become detached from his peg. It was stated this was discovered when his wife came to do the dressing change by which time the exit site had healed and no blue line was viable. Additional information received: "placed in right arm jugular, tip of PICC appears to be in lower 1/3 svc, blue portion line visible 3cm, leeway 9cm. The line has been removed in (B)(6) as the patient was on a cruise around the med and all the patient could tell is that they went in jugular to remove after x-rays showed the line to be in the heart. The patient cannot remember what date this all happened on. He currently does not have a line in situ and there has been no medical impact as a result of him not having a line."